Manufacturer narrative:
Citation: okai t et al. Presence of mitral stenosis is a risk factor of new development of acute decompensated heart failure early after transcatheter aortic valve implantation. Open heart. 2020 oct;7(2):e001348. Doi: 10.1136/openhrt-2020-001348. Published online 2020 oct 5. Earliest date of publish used for date of event. Medtronic products referenced: corevalve (PMA# p130021, pro code npt), evolut r (PMA# p130021, pro code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the risk factors associated with new development of acute decompensated heart failure within 72 hours after transcatheter aortic valve implantation (tavi). All data were collected from a single center between january 2016 and february 2018. The study population included 156 patients and was predominantly female with a median age of 83 years. Of those, 17 patients were implanted with medtronic transcatheter valves: corevalve (3) and evolut r (14). No serial numbers were provided. Among all patients, two in-hospital deaths occurred due to retroperitoneal hemorrhage and left main trunk occlusion at 3 days and 31 days after tavi, respectively. Multiple manufacturers transcatheter valves were implanted in the study population. None of the deaths were directly associated with medtronic product. Among all patients, adverse events included: need for permanent pacemaker implantation, disabling stroke, coronary occlusion, new acute decompensated heart failure (corevalve: 0 cases, evolut r: 2 cases), and mild to moderate paravalvular leak. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.